Event description:
The customer reported that she was hospitalized due to high blood glucose levels and pneumonia, with a blood glucose of 900 mg/dl. The customer stated that she felt dizzy and weak. The customer also reported that the b button was not functioning. Troubleshooting was performed, but the issue continued. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.